Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a follow-up, high threshold was observed. The pace/sense portion of the lead was found defect. The pace/sense portion was capped and replaced. The patient condition before and after the surgery was good and the patient was not pacemaker dependent.